Event description:
It was reported that the monitor did not display, and alarm was sound after powered on the arctic sun device. Per review of wo on 25jun2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25jun2024, the device will be sent to bd-approved facility for evaluation. The issue was not yet resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed control panel coin cell battery. The device was evaluated upon receipt. The device booted to a blank screen. Replaced control panel. An alarm had sounded, and the sound was small. Replaced control panel. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor did not display, and alarm was sound after powered on the arctic sun device. Per review of wo on 25jun2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25jun2024, the device will be sent to bd-approved facility for evaluation. The issue was not yet resolved.